Event description:
It was reported that the patient fevers easily. Patient has been on monitor mode with a target of 36c. They needed to resume therapy, but the arctic sun device was cooling the patient too much. Patient has been 35.2-35.3c and water between 20-30c. They increased the target to 36.5c, but the patient was still only 35.4c, water temperature (wt) was 26.4c, flow rate (fr) was 2.9lpm. Device was set to rewarm at a rate of 0.25c/hr to 36.3c, they just changed the target. Provided some situations that could cause the target temperature to decrease during rewarming in normothermia. The nurse was unable to send a picture of the graph but confirmed they could see where the dotted yellow line target temperature decreased and was now on a slope. Explained the device was trying to warm the patient at 0.25c/hr from the current patient temperature. It was unknown what medical intervention was provided.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient has been on monitor mode with a target of 36c. They needed to resume therapy, but the arctic sun device was cooling the patient too much. Patient has been 35.2-35.3c and water between 20-30c. They increased the target to 36.5c, but the patient was still only 35.4c, water temperature (wt) was 26.4c, flow rate (fr) was 2.9lpm. Device was set to rewarm at a rate of 0.25c/hr to 36.3c, they just changed the target. Provided some situations that could cause the target temperature to decrease during rewarming in normothermia. The nurse was unable to send a picture of the graph but confirmed they could see where the dotted yellow line target temperature decreased and was now on a slope. Explained the device was trying to warm the patient at 0.25c/hr from the current patient temperature. It was unknown what medical intervention was provided. Per additional information received, spoke with nurse received an explanation from the technical support team as to why the device was slowly warming the patient. There was no device malfunction, and the patient was able to complete therapy. There was no medical intervention reported. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient fevers easily. Patient has been on monitor mode with a target of 36c. They needed to resume therapy, but the arctic sun device was cooling the patient too much. Patient has been 35.2-35.3c and water between 20-30c. They increased the target to 36.5c, but the patient was still only 35.4c, water temperature (wt) was 26.4c, flow rate (fr) was 2.9lpm. Device was set to rewarm at a rate of 0.25c/hr to 36.3c, they just changed the target. Provided some situations that could cause the target temperature to decrease during rewarming in normothermia. The nurse was unable to send a picture of the graph but confirmed they could see where the dotted yellow line target temperature decreased and was now on a slope. Explained the device was trying to warm the patient at 0.25c/hr from the current patient temperature. It was unknown what medical intervention was provided. Per follow up information received via task on 24jun2025, spoke with nurse received an explanation from the technical support team as to why the device was slowly warming the patient. There was no device malfunction, and the patient was able to complete therapy. There was no medical intervention reported.